Event description:
During an atrial fibrillation procedure, it was reported that the lasso 2515 nav variable catheter was placed inside the right superior pulmonary vein (rspv) and a competitor¿s product (libero catheter) was placed inside the right inferior pulmonary vein (ripv) and then the rpv isolation was conducted with the ez steer thermocool nav bi-directional catheter after punctured the septula by the rf needle. After rpv isolation was finished, lpv isolation was conducted as same as rpv isolation. There was difficulty when creating the block line of the ta-ivc isthmus, so the ez steer thermocool nav bi-directional catheter was changed to a competitor¿s product (fantasista 8mm m/m catheter) and then the ablation was conducted. During ablation, the blood pressure dropped. The effusion was observed by the echocardiogram. The noradrenalin and nitroglycerin were administered and then the pericardial drainage was conducted. Around 30 minutes after the drainage, the physician confirmed no effusion, and the blood pressure and the pulse were stable with the patient. The procedure was completed without patient's consequence. On (B)(6), received additional information requested from bwi representative stating that the outcome of the patient was a full recovery. The physician¿s opinion regarding the causality of this event was possible procedure related. On (B)(6), received further information requested from bwi representative stating that the physician's opinion regarding the causality of the perforation is unknown.

Manufacturer narrative:
The device has been disposed by the customer. As the lot # 16003678m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: lasso 2515 nav variable catheter; us catalog # ln222515ct; lot # 15981635l. Product: carto 3 system; us catalog # fg540000m; serial # (B)(4). For the other products involved in this event, a notification has been sent to each one of the manufacturers (st. Jude medical and (B)(4)). (B)(4).